Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image and scratches on the connector pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark blurry image was due to a bad cable unit connector. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dark picture that was found during preparation for use of an unspecified diagnostic procedure. There were no error messages that may have been observed as a result of the failure. No other devices were connected to the subject device when the failure occurred. The procedure was completed using a similar device. There were no reports of patient harm.